Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer declined to troubleshoot due to site issues. Advised customer to call back to receive assistance with insertion of the infusion sets.